Manufacturer narrative:
After analyzing the report and the evidence provided we could not confirm the alleged device rupture due to the device was not returned for analysis. After several communications, no lot or serial number was provided, it was not possible to confirm that the unit belongs to an establishments labs record; there is not suitable evidence to confirmed that motiva implants® were related to the alleged event. Dfu review: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the product's prevention and good handling. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: ¿breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture occur when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. As stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through postmarket surveillance of reported complaints & adverse events.

Event description:
Title: device rupture. Description: it was reported that a ruptured motiva implant was explanted in a public hospital in norway by an unknown surgeon. Further details are not available. The implant was thrown away because it smelled too bad.